Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study updated the outcome of the event to resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the catheter was repositioned on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(6), implanted: on (B)(6) 2013, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2019-mar-18. It was reported that the patient reported unsatisfactory analgesia after catheter revision on (B)(6) 2018 (note: this conflicts with the previous report that the catheter revision occurred on (B)(6) 2018). It was noted that the patient continued to have severe spasms with limited range of motion. It was noted that medications were administered on (B)(6) 2019 and the event resulted in in-patient hospitalization and an unscheduled clinic or office visit. The event was ongoing (note: this conflicts with the previous report that the event resolved without sequelae on (B)(6) 2018). The etiology indicated that the event was possibly related to the implant procedure with surgery/anesthesia indicated as a potential factor (note: this conflicts with the previous report that the event was unlikely related to the implant procedure). It was further noted that the pump was decreased 82.7% on (B)(6) 2018, and at that time the patient reported a painful pump pocket. It was noted that the pump was mobile in the pump pocket, however, no action was taken and the pump mobility and pain at the pump pocket were ongoing. It was reported that on (B)(6) 2018, the patient experienced delayed wound healing at the pump site, and the wound was leaking a pink fluid. The delayed wound healing would have to be monitored and cleaned daily until closed. On (B)(6) 2018 the wound healing was closed but redness, tenderness, and swelling were still present. It was noted that the wound healing resolved with and without sequelae on (B)(6) 2018. The etiology indicated the poor wound healing was related to the implant procedure with surgery/anesthesia as a factor. It was found that patient experienced withdrawal symptoms on (B)(6) 2018 following surgery to fix the catheter location, however, upon inspection of the pump on (B)(6) 2018 everything seemed to be in good working order. The dose was increased 100% on (B)(6) 2018, but was still significantly reduced compared to the baseline before surgery. The withdrawal resolved without sequelae on (B)(6) 2018. It was indicated that the withdrawal was possibly related to the implant procedure with programming/refill indicated as a factor. On (B)(6) 2019 the patient continued to complain of pump pocket pain at the superior end, and the pump pocket was still tender and mobile.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) a catheter access port (cap) contrast study was performed and the catheter was not able to be aspirated. The catheter was explanted/replaced on (B)(6). The catheter was disposed of according to biohazard instructions. The outcome of the event was updated to resolved without sequelae on (B)(6). No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial #: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 11-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on 2018-nov-28 regarding a patient receiving hydromorphone (8.0mg/ml at 2.8950mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient experienced a change in analgesia. A catheter dislocation was identified on imaging on (B)(6) 2018, and the catheter was abnormal. A catheter revision was ordered on (B)(6) 2018. The event resolved without sequelae on (B)(6) 2018. The etiology indicated the event was possibly related to the device or therapy and was unlikely related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the catheter was repositioned on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.